Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 216, 179, 153, 119 and 232 mg/dl. The customer's expected fasting blood glucose test result range is 99 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer fasting and produced test results of 171 mg/dl and 157 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is one month. The meter memory was reviewed for previous test result history(date/time not set): (B)(6).